Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. The out of the patient's left ventricular (lv) lead was adjusted to remove the stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.